Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited chronic high capture thresholds. The lead also exhibited loss of capture in bipolar mode. The lead was successfully reprogrammed. No patient symptoms or additional information was reported.